Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported he had to use a catheter from 7am-10:45 am on the call and during that time .300 ml was released, and voided two other times at the healthcare professional¿s (hcp) office. The patient then stated he was not able to void before he left the hcp office. The hcp told the patient to call if they had problems. The patient noted he tried to go to the bathroom and void, but was in a lot of pain. The patient stated it was so hard to void. The patient stated during a 45 minute ride home he had to stop off and was able to void a little at (B)(6). The patient stated it hurt all the way home. When the patient got home he was able to void a little bit. The patient stated they got the device for urinary retention. The patient stated he was shutting it off, because it was hurting him. The patient was not able to urinate and was in a lot of pain. The patient noted they were still in pain with it off. The patient thought their bladder was full. The patient noted the system had gone through trauma and just can¿t go. The patient noted he did not feel stimulation when he had it on. The patient noted they had it on the left side. The patient changed to the right side and had it at 0.2 volts, the patient stated it hurt to void. The patient added he had pain going up and down the urethra when trying to void. The patient shut off the device. The patient added he had catheter in so long he had a burning sensation coming out when he urinates. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a trial patient reported they had taken the catheter off at 7 am. The patient stated from 7 am to 10:45 am they voided on their averaging 375 ml. The patient noted after the patient got to the office they were able to void 100 ml. The patient noted they were in a lot of pain on their way home from the healthcare professional¿s (hcp) office. The patient stated that they went to the emergency room (ER) and was cathed and had a volume of 450 ml. The patient stated he had relief because his bladder was full. The patient stated the device was off and he had unplugged the external neurostimulator (ens) and took off the belt. The patient stated they no longer wanted to do the interstim trial therapy. It was noted the trial began on (B)(6) 2016.